Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction (tachycardia/ arrhythmia/ cerebrovascular accident): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 70 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The cp was placed to vent the primary support device, the extra corporeal membrane oxygenation (ECMO). Other underlying medical history was not shared. On the second day of support the team performed the percutaneous coronary intervention. While on support the device functioned as expected, p-3 with 2.0 l/min flow with d5w with sodium bicarbonate in the purge solution. On the third day of support the team made decision to explant both the impella cp and ECMO. After removal of both support devices the patient went into ventricular fibrillation and ventricular tachycardia. The team began acls measures, to resucitate the patient shock/defibrillation took place. The team made decision to image the patient by CT and MRI to evaluate neurological changes. The imaging revealed multiple embolic strokes which they attributed most likely to be due to the impella. To date, the stroke treatment and patient outcome have not been shared. The stroke, diagnosed post explant, could have been due to the two hemodynamic support devices in use and underlying medical condition. Of note, no biomaterial was observed adhered to the pump at the time of wean and explant of the cp pump and anticoagulation was noted to be inclusive of systemic heparin. In follow-up communication it has been shared that the patient survived the stroke and no intervention for the stroke was performed after consultation with neurology.